Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit was successfully downloaded to adapt using thump. No relevant alarms noted of low battery or low power in pump testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection and no damage was noted. Unit passed sleep and active measurement currents, self test and displacement test. Unit received with cracked case on battery side, cracked case (battery tube), battery tube threads - cracked, and pillowing keypad overlay. In summary, customer complaint of battery not lasting is not confirmed due to unit properly functioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1882. The customer reported that battery depletion has been increasing quickly, even if a new battery was inserted, it only lasts about a week. The troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.